Manufacturer narrative:
(B)(4).

Event description:
It was reported during setup, the tech found the guidewire in the kit had a bend in it near the tip of the wire. A new guidewire was obtained for use. No patient invovlement with the device was reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The guide wire was returned within the advancer tubing; however, the straightener tube and guide wire cap were not returned. No signs of use were observed on the returned guide wire. Visual analysis revealed that the guide wire contained one kink towards the distal end. The location of the kink would have been within the straightener tube, protecting it from damage. Microscopic examination confirmed that both welds were present and spherical. Visual analysis could not be performed on the guide wire cap nor the straightener tube as they were not returned for analysis. The kink on the guide wire measured 581mm from the proximal weld. The guide wire total length measured 605mm, which is within the specification limits of 596.9mm-606.5mm per the guide wire product drawing. The guide wire outer diameter measured 0.611mm, which is within the specification limits of 0.610mm - 0.635mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory introducer needle and lab inventory syringe, and the undamaged portions passed with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user "do not use if package is damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The kinked portion of the guide wire would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported during setup, the tech found the guidewire in the kit had a bend in it near the tip of the wire. A new guidewire was obtained for use. No patient invovlement with the device was reported.